Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s charge nurse (cn) reported that a visible internal dialyzer blood leak occurred two minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient serious injury or medical intervention required due to this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Three photographs have been provided.